Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and other non-malignant pain. It was reported that the patients device does not turn on anymore and they need to have it replaced. The patient was redirected to their healthcare provider (hcp). The patient was sent a hcp listing. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.